Manufacturer narrative:
MDR ID 3001236349-2011-00012: corrected to : one patient was resuscitated from a pulseless electrical activity arrest within 24 hours of the ablation. From: two patients required prolonged ventilatory dependence secondary to exacerbation of heart failure superimposed on chronic pulmonary disease.

Event description:
The following information was reported in an article: one patient was resuscitated from a pulseless electrical activity arrest within 24 hours of the ablation. The article indicates the following: rf energy (50 w maximum) was delivered via an 8-fr 3.5-mm-tip open-irrigation catheter (thermocool, biosense webster, (B)(4)) or 8-fr 4-mm-tip closed-irrigation catheter (chilli ii, boston scientific, (B)(4)). The article does not indicate which catheter was used in the patients with complication

Manufacturer narrative:
A follow-up report will be submitted once investigation is completed. Device was not returned.

Event description:
The following information was reported in an article: two patients required prolonged ventilatory dependence secondary to exacerbation of heart failure superimposed on chronic pulmonary disease. The article indicates the following: rf energy (50 w maximum) was delivered via an 8-fr 3.5-mm-tip open-irrigation catheter (thermocool, biosense webster, (B)(4)) or 8-fr 4-mm-tip closed-irrigation catheter (chilli ii, boston scientific, (B)(4)). The article does not indicate which catheter was used in the patients with complications.